Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a hv lead impedance anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported impedance anomaly could not be conclusively determined.

Event description:
It was reported that there was a fluctuation in hv lead impedance. Noise was observed during a stress test. The noise was not reproducible and all measurements were normal. The ICD and lead were both replaced. Patient was fine after procedure.